Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the sensor that detects the reservoir broke. He attempted to prime the tubing but the piston did not stop. The piston did not recognize that there was a reservoir inside the insulin pump. Insulin was squirting out during the manual prime process. He was unable to exit the preparing to prime loop. When the customer held the act button down, he did not receive a second series of beeps nor did the numbers appear on the screen. Customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.